Event description:
During percutaneous transluminal angioplasty (pta) to a shunt anastomosis, two balloons were reported to have ruptured. The vessel was described as having severe calcification, moderate tortuosity and a 95% stenosis. There was no reported patient injury. The product was prepared and clinically used as per the instruction for use (IFU). A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The first balloon was advanced over the guidewire and to the lesion through the sheath introducer where the balloon was inflated using and indeflator. However, the first balloon ruptured at unknown pressure and a second balloon ruptured at eight atmospheres. A third balloon catheter was used to successfully complete the procedure.

Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states slalom pta dilatation catheters and the reported event meets reportability criteria for a malfunction type of reportable event. Products were not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part and review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. This is one of two products involved in the same patient and reported under manufacturing number 9610978-2007-00017 and 9610978-2007-00018.